Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labelling assembly in the production.

Event description:
According to the complaint, blood sprayed out from the syringe and hit the user. The customer reported that there is a crack on the body of the syringe allowing flow of blood. The syringe was kept, however radiometer has not received it for further investigation.